Event description:
I opened a new box of contact lenses and put one in each eye. One of the lenses was much weaker than the power printed on the box. I removed that lens and opened another one and that one was defective around the edge, rippled and wavy, and when I put it in my eye, it was too painful to wear in either eye. I removed that lens and opened another one and it did not appear to be flawed like the first two I had put in; however, as the month progressed both of my eyes became increasingly red and inflamed from the contact lenses. I went to my optometrist and showed her all of the contact lenses from the box. She confirmed that one of the lenses was not the correct power printed on the box, and that one of the other lenses was flawed around the edges. She suspected that something was also wrong with the lenses. I ended up wearing for the month because of the redness and irritation in my eyes. The optometrist checked if I had an infection in my eyes but I did not.